Event description:
It was reported that the patient presented in the hospital emergency room after receiving inappropriate atp and therapy due to atrial fibrillation with a rapid ventricular response. The device was reprogrammed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.